Event description:
One day post-implant, this lead was found to be dislodged and was repositioned. There were no adverse events reported for this patient and the lead remains actively implanted at this time. If additional information becomes available, this event will be updated.